Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm and a motor position encoder error alarm. Insulin pump was not exposed to magnetic field. Customer's blood glucose was 14 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in alarm history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. All operating currents are within specification and passed displacement test, rewind and basic occlusion test. No unexpected low battery or off no power alarms noted. Unit functioned properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.